Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube had a molding defect on the flash gate that was found before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "gate stub customer complaint that tube button has gate stube problem. Incidence : 2 tubes among 1000ea."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube had a molding defect on the flash gate that was found before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "gate stub customer complaint that tube button has gate stube problem. Incidence: 2 tubes among 1000ea".